Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an aneurysm. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil; therefore, it was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The marksman catheter, pushwire, and pipeline were returned for evaluation. The evaluation could not determine the cause of the event since the pipeline was found released from the capture coil; however, the capture coil and braids were found damaged which may have contributed to the reported issue.(B)(4).